Event description:
The patient¿s parents reported fluctuating blood glucose (bg) levels after initiating use of the ilet insulin pump (serial #(B)(6) ). The patient experienced low bg readings between 40¿50 mg/dl, treated with rapid-acting carbohydrates, followed by rebound highs of 250¿300 mg/dl, and then another drop below 60 mg/dl requiring additional treatment. Parents did not use a meal announcement when treating the low. The ilet was not reset. The clinical diabetes specialist (cds), certified diabetes care and education specialist, advised raising the bg target, using fewer carbs to treat lows, verifying sensor accuracy, and re-educated the patient on proper device use. No medical intervention or hospitalization was required.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.